Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 04073, was returned and analyzed. Visual inspection of the balloon catheter showed the inner balloon had dried blood. Smart chip verification indicated the catheter was used for 5 injections. The catheter failed the performance test due to system notice (B)(4)¿the safety system detected fluid in the catheter and stopped the injection¿ right after connecting to the console. Dissection and pressure tests showed distortion and leak at guide wire lumen of the catheter out of balloon segment at 2.6 till 2.95 inches from the tip and also a kink was observed at balloon segment at 0.9 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.